Event description:
It was reported that during implant attempt, the screw would not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; it was noted the helix would not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated; full lead analyzed.